Event description:
The nurse reported a posterior capsule tear had occurred. The patient outcome was not provided. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.